Event description:
As reported by the field clinical specialist, approximately 3 years following a transcatheter aortic valve replacement, the 23mm sapien 3 ultra valve failed with regurgitation and stenosis, due to leaflet excursion without vegetation, halt, or thrombosis. A transfemoral aortic valve was successfully placed inside the valve. The patient presented with progressive exertional dyspnea and fatigue requiring hospitalization for decompensated congestive heart failure. There was concern for bioprosthetic aortic valve stenosis/regurgitation. The patient had a velocity across the valve of 5 and a mean gradient of 52mmhg. Transthoracic echocardiogram demonstrated critical aortic stenosis with an aortic valve area (ava) of 0.6 cm squared, peak gradient of 100 mmhg with moderate aortic insufficiency. CT did not reveal any evidence of halt or valve thrombosis but did reveal decreased leaflet excursion without significant thrombus, halt or paravalvular regurgitation, suggestive of primary bioprosthetic valve failure.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication of device return.

Event description:
As reported by the field clinical specialist, approximately 3 years following a transcatheter aortic valve replacement with a 23mm sapien 3 ultra valve, the valve failed, due to regurgitation and stenosis. Patient had a velocity across the valve of 5 and a mean gradient of 52mmhg. A transfemoral aortic valve was successfully placed inside the valve.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. Sections b4, g3, h2, and h10 have been updated. Section h6: type of investigation, investigation findings, investigation conclusions codes have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the engineering summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, precautions, contraindications, and the directions/conditions for the successful use of the device. A device history record (DHR) review was performed and did not reveal any nonconformance issues that would have contributed to the complaint event. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Imagery was provided by the site and revealed that the valve appeared under-expanded with waist and there were no abnormalities on leaflets. In this case, the structural valve degeneration/deterioration was confirmed by medical record. The available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. As reported, ''the valve failed with regurgitation and stenosis, due to leaflet excursion without vegetation, halt, or thrombosis''. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Per the medical report, the patient had hyperlipidemia, which is a known factor that may increase the risk of valve calcification. Tissue calcification is a known factor that can cause leaflet tear over time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.